Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was stated that the cause of the customer's death is unknown, but the father think it may have been due to low blood glucose. Also it was stated that the father is unsure if the customer was wearing the insulin pump at time of death. It was stated that the insulin pump could not be found. No further information was provided.